Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners chipped their tooth and they went to their dentist because of severe inflammation where their bridge is located. They have to discontinue aligner use. Patient to provide information from dentist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.